Event description:
A nurse reported that three years following an intraocular lens (iol) implant procedure, a pt experienced blurred vision. The lens was exchanged for a different lens model and power and a vitrectomy was performed. In a f/u, a tech reported the vitrectomy was planned prior to the lens exchange procedure. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. Damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The optical solution is acceptable, lens meets specification for focal length. The observed damage is most likely related to customer handling. There has been one similar complaint reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and email. A completed questionnaire was not received. (B)(4).